Event description:
The customer reported that while the iabp was in use on a patient, the iabp displayed "fault code #43" (fos module failure) and "ap: fiber optic sensing failure" on the monitor. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed "fault code #43" (fos module failure) in the fault log and helium tank gauge reading of 1459 psi. The company representative replaced the fiber optic module (part number 0997-00-1161e). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).